Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior use, the device had a broken pilot balloon. The customer reported that the break was in the ball. The customer reported that there was no patient involvement.